Event description:
Medical device for dosing epinephrine to children and adults. The device has incomplete graduations, causing confusion for dosing in children and does not match the FDA approved dosing recommendation from the IFU for the drug as found in the package insert and on dailymed. FDA dosing is 0.01 mg/kg. Device only has 0.1, 0.15 and 0.3 ml markings, meaning only 10kg, 15kg and adult dosing are on syringe. The instructions are to dose all children with either 0.1 or 0.15, this is confusing and does not match the IFU for the drug. Also, syringe has luer-slip adaptor making IV administration possible and does not warn against giving drug IV. IV administration of concentrated 1 mg/ml epinephrine (formerly 1:1,000) causes many deaths every year and is off-label for the drug. FDA safety report ID# (B)(4).